Manufacturer narrative:
(B)(4). : therapy date: unknown. Unknown femoral component. Unknown articular surface. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-01284 0001822565-2020-01286 - (B)(4).

Event description:
It was reported that the patient underwent knee revision approximately 34 months post implantation due to infection. Subsequently, the patient is being considered for an additional revision surgery due to unknown reasons. It was reported that no further information is available.